Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. Visual inspection revealed infestation in the unit¿s interior. The investigation was ceased to avoid contamination from observed infestation in the unit¿s interior. The cause of the reported event remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.